Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed on sensor and no issues were observed. Data was successfully extracted from the returned sensor using approved software. A watermark was not observed at the base of the sensor tail, indicating sensor being properly inserted. The sensor was reprogrammed and a source measure unit (smu) test to check that the returned sensor¿s electronics were functioning properly was performed. The smu test, along with the poise voltage and sensor thermistor testing were all within specification, indicating the sensor was providing accurate glucose readings. Therefore, this issue is not confirmed. An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the product were reviewed and the dhrs showed the product passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous lower glucose results from an abbott diabetes care device. The customer received sensor scan results of 43mg/dl and 57mg/dl when compared to blood glucose test readings of 198mg/dl obtained twice respectively on a competitor brand meter, which when the results are plotted on a parkes error grid, fall into the c-zone, showing the difference in values to be clinically significant. The length of sensor wear was 1 day, same day of device application. There was no report of death, serious injury, or mistreatment associated with this event.